Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right atrial (ra) lead was noted and confirmed as dislodged. No intervention has been performed yet. The patient will continue to be monitored.